Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable issue of cancelled/aborted procedure.

Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used in the distal common bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the doctor wanted to use spyglass with electrohydraulic lithotripsy (ehl) to break up stone. The spyscope was passed down and it visualized the stone, the image was lost and spyscope was unresponsive. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.